Event description:
Customer reported that on (B)(6) 2013, the patient got up out of bed and had fallen onto his knees, the alarm was flashing green, and sounding in the room but did not alert at the nurse's station. The patient had an x-ray on (B)(6) 2013 to determine if there were any injuries and no injuries were found.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the nurse call led was intermittent when the nurse call receptacle was tested. There are no physical damages to the alarm unit. Manufacturer references file # (B)(4).